Manufacturer narrative:
On 10/9/2019, the mentor failure analysis lab received the device for evaluation. On 10/15/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, the device was observed to be intact. No anomalies were observed. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity and left-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 290cc mentor smooth round high profile saline breast implant and experienced postoperative left-sided deflation and breast pain. The right breast also had a double-bubble deformity. The diagnoses were confirmed by physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced both sides 335cc mentor memorygel breast implants (catalog number shpx335, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's right-sided device.